Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the endoeye flex deflectable videoscope had an e218 error. The issue occurred during therapeutic appendectomy. The procedure was completed with the same device and there was no delay reported. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d8, g3, h2, h3, h4, h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. The suggested event is detectable and preventable by handling device in accordance with the following IFU. Ltf-s190-5 instruction manual operation edition "chapter 3 preparation and inspection_3.8 inspection of combination functions with related equipment" olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.